Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 309mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The insulin pump has minor scratches on lcd window and with cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.